Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection: 1) received: alligator clip [qty 1]. 2) alligator clip visual inspection compared the received sample with reference sample no.qcs-160 and verified that the two were identical. Others: 1) clip attachment check. Attached the received alligator clip to an unused connector. There was no looseness and the clip was not easily detached. Device history record: no abnormalities found from reviewing the relevant device history record(s). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): clip detached. The alligator clip came off.